Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose level was 404 mg/dl at the time of the incident. The customer stated that the insulin pump auto mode was off and turned the mode back on. Customer declined to trouble shoot pump. The insulin pump is not being replaced and is not expected to return for analysis.